Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that after the tube is detached from vacutainer, the non-patient needle leaks blood on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka e1: initial reporter addr 1: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 28-jan-2025 h3. Device eval by manufacturer- yes bd received approximately 9 shelf cartons of customer samples and 2 photos for investigation. Out of these, 30 customer samples were randomly selected and subjected to functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were subjected to similar functional tests. All the samples passed testing, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, these 30 retained samples underwent additional functional tests for retraction lockout. All samples passed testing as they were activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that after the tube is detached from vacutainer, the non-patient needle leaks blood on unspecified number of devices. No patient or user impact reported.